Event description:
It was reported that during a gastric bypass there was a full opening of the staple line intraoperatively. There was a lateral opening to the stapling line in the making of the gastric pouch. The surgeon closed with suture. The procedure time was doubled, over an hour longer, average time is one hour, due to the closing maneuver. The procedure was completed successfully. The patient is doing well, the surgeon said that the next 10 days are crucial in case there are any complication.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: what anatomical structure was the device fired upon? In the stomach. In the construction of the gastric pouch. On the first shot. What is meant by the? Full open of staple line intraoperatively?? - when firing the echelon device, the staple line was incomplete, causing it to open during the procedure. Were there any visible staples in the surgical field and if so, what was their shape? . -few visible staples. They were open, without forming the b. Was the patient¿s post operative care altered in any way? -the patient needed a drain. He has already been discharged from the hospital. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and appears to be that a part of the tissue was not completely stapled and bleeding was noted in this area. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.